Manufacturer narrative:
D4 - model #: should be blank. D9 - date returned to MFR: 24-apr-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. No service activity was recorded within the past 12 months. A visual inspection revealed no physical damage. Functional testing identified error code lec 41541 (latch/lock sensor error). The complainant¿s allegation was confirmed. The root cause was determined to be a faulty latch lock, and the issue was resolved by replacing the latch lock.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bolus did not function and that the pump exhibited an error. The issue occurred prior to infusion. There was no patient involvement, no injury was reported.